Manufacturer narrative:
A review of the device history record: device history lot: part # 319.006. Synthes lot number: 6241795. Manufacturing site: synthes (B)(4). Release to warehouse date: 14-oct-2009. No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported that on (B)(6) 2019, during clavicle surgery, the depth gauge in locking clavicle set, the tip of the middle piece broke off while putting it into the bone. Back up device was available to complete the procedure with no delay. Fragments were developed but easily to removed. Patient status was unknown. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws (p/n 319.006 lot 6241795) was received with the needle component broken from the slider. The transverse fracture of the needle is located at the interface between the needle and slider. No other issues were identified. The device failure/defect of broken needle was identified during the investigation. Dimensional inspection: document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the depth gauge for 2.0 mm and 2.4 mm screws (p/n 319.006 lot 6241795) as the needle component was broken from the slider. No definitive root cause could be determined. It is possible that the broken condition was due to excessive/unintended forces during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a clavicle surgery, the tip of the middle piece of the depth gauge in the locking clavicle set broke off while putting it into the bone. A backup device was used to complete the procedure successfully with no surgical delay. A fragment was generated but was easily removed. There was no patient harm. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).